Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Reported issue: on (B)(6) 2019, it was reported that the screen of the device was bent. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6), and a 3:1 ratio cutter, serial number (B)(6) for evaluation. Device evaluations results/investigation findings: product review of the skin graft mesher by zimmer biomet on 04 september 2019 revealed that the calibration could not be taken due to a bent comb. The roller and gear had visible damage, and the side plates were worn. Repair of the skin graft mesher was performed by zimmer biomet which included replacement of the side plates, bushings, roller, gear, and comb. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. Probable cause/root cause: although the reported event was confirmed during inspection of the device, it cannot be determined from the information provided how the comb was bent. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the screen of the device was bent. The event occurred during pre-op testing. There was no harm reported. No adverse events were reported as a result of this malfunction.